Event description:
The customer reported receiving non-numeric hemoglobin (hgb) results on daily checks on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/20/2015. The fse indicated that the hgb chamber was cloudy and filmed over and caused regular daily check failures on the instrument. The fse replaced the chamber and ran daily checks to confirm passing hgb numeric values. The system operation was verified. (B)(4).